Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a motor error alarm and no delivery alarms. The customer's mother reported that the insulin pump had scratches all over the display. The customer's blood glucose was high at the time of incident. The customer's mother declined to troubleshoot. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. Insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. Insulin pump functioned properly. Insulin pump received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and scratched reservoir tube window.